Event description:
It was reported by the cath lab staff that they noticed the balloon was partially unwrapped when they wanted to prepare the intra-aortic balloon (iab) for insertion. Nonetheless, they followed the prescribed procedure to prepare the balloon, i.e. Leave the balloon in the tray as long as possible to create a vacuum by withdrawing a full syringe of air. They were unable to insert the iab catheter through the sheath, and had to open and use another product.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.